Event description:
It was reported that the insulin pump alarmed motor error during the rewind/bolus procedure. The blood glucose reading was 19 mmol/l. No significant events leading to the alarm were observed. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor was tested outside insulin pump and passed. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, cracked case near lcd window corners, scratched lcd window, stained end cap sticker, stained address and serial number label.